Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The reported blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support helped the customer reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose, which the customer acknowledged and understood.